Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A kink was evident on the hypotube. A crack was evident on the front of the luer. A mould line was visible on the back of the luer. The balloon folds were intact; no inflation had been performed. Blood was visible inside the balloon. The device failed negative prep. Liquid was seen exiting the crack in the luer while performing negative prep. It was not possible to inflate the device due to the crack on the luer. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the luer of the nc sprinter was connected to a pressure pump during negative prep. The luer of the nc sprinter was inspected prior to attaching to a non-medtronic inflation device with no issues. No leak was noted prior to attaching luer of nc sprinter to non-medtronic inflation device. The luer of the nc sprinter was connected directly to the non-medtronic inflation device with no issues. The luer of the device was then noted to be cracked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a mildly tortuous, moderately calcified lesion exhibiting 80% stenosis located in the mid right posterior descending (r-pda) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that a leak in the luer/hub occurred during first balloon inflation at 13 atm. The patient was reported to be alive with no injuries.